Manufacturer narrative:
The insulin pump no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarm due to no button response. A test keypad was used, and the insulin pump responded properly to button presses and the time advanced. No frozen screen noted. The pump had a scratched display window and a missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly, and display anomaly. The blood glucose at the time of the incident was 314 mg/dl. The customer woke up with a button error alarm. The customer state the button error may have been caused by pressing the button longer than 3 minutes. The customer changed the battery and the pump alarmed battery out limit. The customer left battery out of the pump all night and when he reinserted the display was frozen. There was no response from any of the buttons and was unable to clear the battery out limit alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.